Event description:
There was an allegation of questionable sodium electrode results from the cobas 6000 c501 module. The estimated initial results were 200 mmol/l to 300 mmol/l. There were no repeat results provided. None of the questionable results were released outside of the laboratory.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The investigation determined that the root cause was that the tube in the rinse arm assembly was obstructed. The tube was cleaned, and there were no further discrepancies reported after the service visit. The investigation determined that the service action resolved the issue.